Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be completed, nor a review for complaint history could be performed because the part was not returned and the part number and lot numbers were not reported. The cause of the possible migration cannot be determined. The subsequent treatments and patient effects and the relationship to the device cannot be determined. The patient effect of pain is listed in the electronic starclose vcs instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: the patient was told an x-ray performed on (B)(6) 2023 showed the clip was no longer where it should be. The radiologist thought it had moved. It was suggested a cat scan would give a better view. A different radiologist performed the cat scan on (B)(6) 2023 and saw no evidence of the clip. The clip was not seen but it was thought a calcification area might be where the clip was. Every test has shown different results. The patient has discussed this with different doctors but, per the patient, none seemed qualified to diagnose if the clip was the problem. A neurosurgeon that the patient saw was not able to help as he had never heard of the starclose se clip. A neurologist that the patient saw thought it was impossible for the patient to have the problem she was describing. The patient is disappointed as she still has pain and weakness. The patient has given up on trying to solve the issue at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be completed, nor a review for complaint history could be performed because the part was not returned and the part number and lot numbers were not reported. The cause of the possible migration cannot be determined. The subsequent treatments and patient effects and the relationship to the device cannot be determined. The patient effect of pain is listed in the electronic starclose vcs instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event was estimated.

Event description:
It was reported that arteriotomy closure of the right common femoral artery using a starclose se device was performed after a spinal dural arteriovenous fistula at t12 procedure on (B)(6) 2016. Reportedly, the patient has experienced right hip pain since 2017, end of year approximately. The patient has indicated that the clip may have migrated to the hip joint. The patient has not yet been evaluated and has been taking over the counter analgesics for the pain. No additional information was provided.